Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 31mm 6900p mitral valve in the mitral position underwent a valve-in-valve procedure after an implant duration of 11 years and 5 months due to severe mitral valve stenosis, mitral insufficiency, and leaflet thrombosis. The patient presented with acute on chronic diastolic heart failure class iii. The patient underwent a valve-in-valve procedure with a 29mm 9600tfx valve. On pod #4, the patient was discharged.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm 6900p mitral valve is being evaluated for a transcatheter valve replacement after an implant duration of 11 years and 5 months due to significant increased gradient and leaflet thrombosis. Tmvr is planned but has not been scheduled yet.